Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 : visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a broken handle, which agrees with the reported complaint condition. The black polyamide handle is broken at the distal attachment screw. The two screws which are holding the handle are still in place, remaining within the instrument. The broken off handle pieces were returned, and no fragments appear missing or unaccounted for. DHR review: the returned device was manufactured in july 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: the sliding mechanism (314.291) is a reusable instrument in the collinear reduction clamp system which can be utilized for minimally invasive fracture reduction. The sliding mechanism accepts four separate attachment arms (pelvic, percutaneous, bone hook-shape and hohmann-style) to accommodate various fracture types. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: thickness of handle adjacent to breakage at distal screw attachment measured 20.04 mm. This is within specification of 20 ± 0.2 mm. Dimensional analysis around other parts of the broken handle could not be measured accurately due to the post manufacturing damage. Material analysis: the design specified the handle component to be manufactured from pa-66 polyamide schwarz material. The raw material was confirmed to be correct per the specification with no non-conformance noted. Conclusion: a definitive root cause for the plastic handle breaking on the returned instrument could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 314.291, lot: 10-3418, manufacturing site: selzach, supplier: (B)(4) , release to warehouse date: 15. July 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part received, not at the final destination site. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during orthopedic procedure, the black handle of the sliding mechanism to collinear reduction clamp broke at the junction with handle screws. It is unknown if there was surgical delay. Procedure outcome is unknown. There was no patient consequence. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).